Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon was attempting to move away from patient to drive to next trajectory, the drill adaptor had not been completely cleared of anchor bolt, this caused a communication error. System shutdown, the field service engineer restarted the system. The drill adaptor was still in contact with the bolt, and device needed to be restarted again. Surgery was delayed for 10 minutes.

Manufacturer narrative:
A communication error occurred due to an over force detected on the arm when launching free and fast cooperative mode during the clearing procedure. The complaint description suggests that this error would be due to a small collision or an uncontrolled pressure applied between the drill adaptor and the anchor bolt. The surgeon probably did not secure the robot arm before starting movement. The surgeon¿s is considered as trained on the clearing procedure steps. Following this error, two communication errors occurred, both after device restart, when attempting to calibrate the force sensor. The device was not able to initiate the calibration properly in both case. This is the cause for the communication errors. It is likely due to the fact that the tools were still in contact after the device restart which might cause an unexpected pressure on the force sensor. The surgeon had to remove the drill to resume the surgery.